Manufacturer narrative:
Visual inspection found internal insulation abrasions beneath the right ventricle shock coil in two locations breaching the ring electrode cable lumen and right ventricle cable lumen. In one location beneath the right ventricle shock coil the etfe cable coating of one ring electrode cable was abraded. The cause of the reported events was isolated to the exposure of the ring electrode conductor path beneath the right ventricle shock coil. This is consistent with the observation from the field of inappropriate high voltage therapy and noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was right ventricular lead noise noted on an electrogram. The patient received inappropriate high-voltage therapy from noise events. The right ventricular lead was explanted and replaced. The patient was stable during and after the procedure.